Manufacturer narrative:
(B)(4). Date sent: 6/11/2021. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u94u5z. Additional information was requested and the following was obtained: the procedure converted to open procedure, and the surgeon used pressure and sutures to stop the bleeding. No blood transfusion was performed. What is the current condition of the patient? =>the patient is stable and already has been discharged. What was the indication for surgery? => uniport vats, right upperside lung lobectomy what is the surgeon¿s experience with the device? => over 150 cases please provide more information regarding the device being clamped over the pulmonary artery. Can the operation video be shared to be reviewed by engineering and medical? => the sales rep obtained the operation video from the surgeon. Now, I'm waiting the sales rep send it to the marketing team. What was the target vessel and how big was it? => the vessel was a1 & 3 and it's about 7mm. Why was it believed that there may have been too much tension on the vessel? => the sales rep did not make sense the intention of this question, but he said the surgeon happened to touch the vessel. The sales rep could not ask the surgeon this question. Totally, the surgeon give much tension to the target tissue during the avulsion procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during a thoracoscopic pneumonectomy, massive bleeding occurred from the pulmonary atresia during the perihilar pleural dissection. The amount of bleeding was 1000cc and a blood transfusion was not performed. The clamp was used to stop bleeding. First, before checking the operation video, the surgeon thought it occurred because of the device heat. However, when the operation video was checked, it was found that there was a possibility that the device had been clamping the pulmonary atresia during the resection. The pulmonary atresia was sealed when it was cut, but there is a possibility that when ensuring the operative field, there was too much tension on it and it unsealed. Gen11 was used. After the operation converted to the open operation, another competitive device was used to complete the case. No further information is available.